Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's lead had high impedances on the l2 lead. Surgical intervention was undertaken wherein the l2 lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.